Manufacturer narrative:
G4:23nov2020. B4:28nov2020. The customer ordered the touchscreen to rectify the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
The customer reported a ventilator with a touchscreen calibration issue. There was no patient involvement or harm.